Event description:
Litigation papers allege patient suffered pain and suffering, additional potential unforeseen surgeries, metallosis, loss of personal dignity, and significant and chronic pain. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to increasing serum ion levels. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that there was burnishing or corrosion at the femoral neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the 2836767 and dv6gf1 lot codes finds no other reports of corrosion since their release to distribution. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.